Event description:
The surgeon discovered the femoral implant in the expresscare set had been opened previously and taped shut. There was not another available; so the implant was flashed and used. Surgery was extended an extra 20 minutes.